Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7120319/7124595.

Event description:
It was reported that one of the patients leads had migrated. The patient underwent a revision procedure wherein the leads and ipg were replaced and relocated due to potential infection. The patient was prescribed antibiotics. The patient was doing well postoperatively. All explanted device components will not be returned due to hospital policy.